Event description:
Related manufacturer report number: 2916596-2021-07090.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Main investigation conclusion. The reported event of controller clock corrupt alarms was confirmed via the submitted controller periodic log file. The periodic log file contained 256 events. The first 211 events were captured while the controller clock was corrupt and were recorded with timestamps from 01:58:21 on 24jan2000 to 19:57:43 on 01feb2000. The system controller clock was properly set sometime after the timestamp of 01feb2000 at 19:57:43; the exact timestamp that the clock was set could not be determined as the periodic log file only collects data at specified time intervals rather than upon detection of an event. The default date when the clock is reset is 01jan2000; therefore, the log file indicates that the clock had been invalid for approximately 32 days. After the clock was properly set, the controller contained data from 14:10:43 on 17nov2021 to 10:10:34 on 19nov2021. The controller clock corrupt alarms indicate that a total loss of power to the controller had previously occurred; however, the log file did not capture the onset of the controller clock corrupt alarms due to it being overwritten by newer date, therefore the root cause of the corrupted clock could not be conclusively determined. No other notable alarms were active in the log file. The submitted controller event log file contained approximately 2 hours of data (10:11:01 ¿ 11:01:04 on 19nov2021 per the timestamp). No notable alarms were active in the event log file. The pump maintained a speed above the low speed limit throughout both log files. The system controller was not returned for evaluation. Multiple requests for a additional information were made to determine if the cause of the controller clock corrupt events was identified; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the clock not set, low voltage advisory/hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 4 "system monitor" explains how to set the system controller clock to the appropriate date and time. Heartmate 3 patient handbook, rev. C, and heartmate 3 instructions for use (IFU), rev. C, under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The 14v battery charge level and fuel gauge display is also explained in these documents. The IFU and patient handbook inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. These sections also states that the patient must always connect to the mobile power unit or power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the log files captured multiple controller clock corrupt messages from (B)(6) 2021. It appeared that approximately 32 days back in the log history that the controller lost all power and the clock was reset.